Event description:
Customer stated on bravo capsule which attached to the esophagus, but failed to detach from the delivery system. Customer also indicated that the patient was not injured during the process.

Manufacturer narrative:
No patient injury has occurred following this incident.